Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. As a result the bezel assembly was replaced. (B)(4).

Event description:
It was reported that the cursor position on the screen did not coincide with the pen position. The programmer was returned for servicing. Here was no patient involvement.